Event description:
It was reported that during a cori tka procedure, when milling the femur and tibia using irrigation and suction, they were very concerned because milled bone was flying up out of sterile field onto ceiling and lights and dropping back down into the field. They guarded from ¿debris¿ by raising the drape at head of the patient, guarding with the other hand while milling and extra suction on the field in addition to the suction of handpiece used; however, they are concerned of the infection risk. No other complications were reported.

Manufacturer narrative:
H3, h6: the product, ri robotic drill, rob10013, used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. It was reported that during a cori tka procedure, when milling the femur and tibia using irrigation and suction, they were very concerned because milled bone was flying up out of sterile field onto ceiling and lights and dropping back down into the field. They guarded from ¿debris¿ with other hand while milling, however, they are concerned of the infection risk. The drape at the head of the patient was also raised to block debris. No other complications were reported. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may be associated with technique, the aggressiveness of feathering versus a slow, methodical ¿plunge-and-drag¿ motion, and lack of irrigation and suction during burring, as referenced in a medical investigation report from a future case, same hospital, same surgeon. Although no patient injury has been reported at the time of this event and the patient impact beyond the reported bone debris could not be definitively determined, if contaminated bone/tissue debris re-entered the sterile field, this could increase a patient¿s risk for infection. The use of adequate irrigation/suction and recommended burring techniques are covered in the user manual 03/2020 500185 revc and 7/2020 500230 revd. This failure is an identified failure mode within the risk assessment. No further medical assessment could be rendered at this time based on the information provided, however the patient was reported to be healthy and recovering well and the surgeon was happy with the surgical outcome. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.